Manufacturer narrative:
Motion sensor test failure alarmed during rewind due to out of phased motor encoder signal. Unable to perform displacement test and confirm motor error alarm due to motion sensor test failure alarms. All buttons function properly. However moisture damage was noted on keypad traces. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Device had a keypad anomaly. Customer's blood glucose was 117 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.